Manufacturer narrative:
The device remains implanted in the patient's eye and is not available for evaluation; therefore product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. There are many factors that may have contributed to the potential cause of the reported event, including but not limited to intraocular surgery, a preexisting disease or a previous ocular surgery. The MDR decision was based on lack of information regarding the cause of the event. (B)(4).

Event description:
It was reported that the patient presented with central corneal flattening on the operative eye (os), ten (10) days following cataract and trabecular micro bypass stent surgery. The surgeon suspects that the patient has had lasik, but cannot confirm at this time and has ordered a topography of the other eye. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
The surgeon provided the following additional information on 08/13/2018. Following the topography, the fellow eye did not show any sign of lasik, and the patient¿s reported not having lasik in the operative eye. The surgeon reports that ¿the topography is normalizing and things are improving significantly¿. The patient will be monitored closely.